Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: based on implant date, the rpn is an unspecified cook gunther tulip vena cava filter. G4: PMA/510(k) number = based on implant date, the 510k is believed to be k000855. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an unspecified gunther tulip inferior vena cava filter, which had been indwelling for eighteen years, was found to have a small fractured wire at the tip of the device. The device was removed with the wire still attached to the filter. Per the reporter, additional details will not be provided.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, an unspecified gunther tulip inferior vena cava filter, which had been indwelling for eighteen years, was found to have a small fractured wire at the tip of the device. The device was removed with the wire still attached to the filter. Per the reporter, additional details will not be provided. Investigation evaluation: reviews of drawings and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook; therefore, the device history record and complaint history could not be reviewed. There is no evidence of nonconforming product in-house or in the field. The device was packaged with instructions for use, which state: "the gunther tulip vena cava filter may be retrieved according to the instructions supplied in the section labeled 'optional retrieval procedure.'" The IFU warns, "excessive force should not be used to retrieve the filter." The IFU lists acute damage to the inferior vena cava as a potential adverse event. Although the rpn was not provided, the device master record for rpn igtcfs-65-fem was reviewed. One-hundred percent inspections were in place to examine the product for any signs of damage. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a cause for the event could not established. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.